Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rcr repair, the burr was generating metal flakes into the patient; these were not retrieved from the patient. The shaver was being run at 8000 forward. Additional information obtained 9/11/2018: facility did not provide information with regard to patient age, date of birth, or whether procedure was right or left rotator cuff repair. Incident occurred during sub acromial decompression with burr on bone. No attempt was made to remove the fragments. Procedure was completed using the same burr. Device is being returned to arthrex for evaluation.

Manufacturer narrative:
Complaint confirmed. Tool markings and scuff marks consistent with sites of metal debris production were identified along corresponding sections of the inner and outer tube of the ar-8500obe, as well as proximal to the inner hub of the device. This is most likely caused by excessive bending forces applied to the device during use.